Event description:
Patient receiving hydration pre-stem cell transplant. Nurse called to report pump alarm displaying 4410. Rn unable to clear the alarm or turn unit off. Replacement pump was sent out same day to continue patient on IV therapy. Ran pump report which demonstrates pump running through all programmed setting at this time. History reports "medium alarm displayed: pump setting and patient data lost".